Event description:
During a radiofrequency ablation procedure, a patient burn occurred at the grounding pad site. The skin was not prepped and the grounding pad was placed on the thigh with hair present. Upon removal of the grounding pad there was skin removed from the site. The patient was in stable condition.

Manufacturer narrative:
The reported burn could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn may have been procedure related.